Event description:
It was reported the subject device experienced an image problem during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the reported event most likely occurred due to a damaged charged coupled device unit causing an image noise. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: d8, d9, g1, g3, h2, h3, h6, h11.

Event description:
No additional information received from the customer.